Manufacturer narrative:
Product ID: 3888-33, lot# j0444204v, implanted: (B)(6) 2004, product type: lead. Product ID: 748925, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. Product ID: 3888-33, lot# j0444204v, implanted: (B)(6) 2004, product type: lead. Product ID: 748925, serial# (B)(4), implanted: (B)(6) 2004, product type: extension, product ID: 7435, serial# (B)(4), implanted: (B)(6) 2004, product type: programmer. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient couldn't turn the ins (implantable neurostimulator) off or down prior to surgical procedure. Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).